Event description:
It was reported that the patient¿s ipg was inoperable due to which the patient lost therapy. Reportedly, the patient received the end of life message on the patient programmer. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was restored post operatively..

Manufacturer narrative:
The reported observation of ¿ipg inoperable¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. Once eol is declared, therapy is inhibited which is a normal indication. The estimated longevity would have been 1.65 years +/- .25-year per ¿ 90205144, for model 6662. The total stimulation on time was 1.54 years, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing. Hence. This event is no longer reportable.